Event description:
Event description cpi received information that the physician was experiencing difficulty obtaining p and r-wave measurements with the implantable cardioverter defibrillator (ICD) and noise was noted on the ventricular channel resulting in ventricular undersensing.